Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after implantation of the iol by surgeon the lens was not unfolding inside the eye. Surgeon had to explant the iol and implant with other diopter available. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Iol (intra ocular lens) returned in lens case. Solution is dried on the iol. Both haptics are adhered to the optic surface with solution. Lens cleaned. Iol unfolded with no abnormalities, unfolding time 1 second, met specifications. Water temp 21.5c. Timer ID 1214 al. Thermometer ID 0413al. Fold holder ID 12-fold-0001. The manufacturer internal reference number is: (B)(4).